Event description:
It was reported that the patient's device was full revised. Neither the generator nor lead are available for return. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission" . B3. Date of event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
X-ray's of the patient's generator and lead were received and reviewed in which no obvious anomalies were identified. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date.

Event description:
The lead model associated with this event was able to be identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen to have a reported fracture at the neck. X-ray image was taken, but not received by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.